Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing severed at the blue clip junction could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20063047 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing was found severed at the clip junction. This complaint was created to capture the 6th of 10 related incidents. The following information was provided by the initial reporter: "10/12 tubing at blue clip junction severed, no patient harm lot #20063047".